Event description:
The customer stated results were not reproducible on the axsym toxo igg assay. A patient sample was tested three times and generated the following results: 0.0 iu/ml (negative), 36.1 iu/ml (positive) and 6.3 iu/ml (positive). The expected toxo igg result for this patient was negative. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service engineer (fsr) reviewed the axsym message history log, and found the axsym generated error code 5013, motor step loss, probe up/down, sampling center twice in 2009. The sampling probe was not recalibrated or replaced by the operator when the probe crash/5013 error codes occurred. The fsr found the axsym sample syringe was not tight enough, the sample probe interconnecting tubing was not installed correctly, and the two probes were not calibrated correctly. The fsr replaced the two syringe valves, replaced the sampling probe interconnection tubing, replaced two matrix cell rack sprockets, cleaned the processing and matrix cell carousels, and replaced and calibrated the sampling and processing probes. The fsr noted the probable cause of the erratic results generation was the damaged misaligned sampling probe. The fsr documented the axsym plus instrument was working according to expected specification after service was completed. The axsym system operation manual contains adequate information on the probable causes and corrective actions for inconsistent, discrepant, and/or erratic results and error code 5013. The axsym toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. A review of service history for axsym device for the time period of january 20, 2009 to march 12, 2009 found no additional incidents of inconsistent results due to probe issues since the damaged sample probe was replaced. A review of complaint metrics for the axsym analyzer did not identify any adverse trends due to toxo igg assay inconsistent results generation, or adverse trends due to any axsym probe issues. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The most probable cause of the inconsistent toxo igg patient results was the use of a crashed/damaged sampling probe. The actual cause of the suspect toxo igg patient results could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym probe related to the issue under investigation. This is the final report.